Event description:
Patient is on continuous temperature monitoring using esophageal temp probe and heating-cooling machine to maintain temp, which is below normal, and tonight the temp had been raised specifically .1 of a degree every hour. At about 2100, there was a large noise of water dripping on the floor and it was found that the water from the mattress under the patient was pouring water from the crib onto the floor. It had made a sudden significant amount of water on the floor about an inch. With the significant amount of electrical equipment in the room it had made the room more vulnerable to further incident that could have been done to the patient. The process of increasing the patient's temperature was interrupted and delayed further advancement, in order to avoid more harm to patient's medical condition.